Event description:
The customer reported that during a laparoscopic hysterectomy, the device was clamped on the broad ligament, energy was applied twice to seal the tissue. Each time they heard an end tone, indicating a completed seal cycle. The tissue was cut but the jaws could not be opened. The tissue around the jaws was dissected and mono-polar used to complete seal. Another device was used and the procedure completed without further incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.